Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was originally reported/understood that breakage occurred in the distal biting end of the down angle micropituitary instrument. However, examination of the returned instrument found that breakage occurred in the upper travel arm. This type of breakage would be readily noticable and is unlikely to result in an adverse event.

Manufacturer narrative:
Device manufacture dates: 3/15/07, 3/26/07. One (1) 2mm down angle micropituitary was returned to the complaints handling unit (chu) for evaluation. Visual examination revealed that the breakage occurred approximately four inches from the distal working end at the micropituitary¿s upper travel arm of the device. A review of the device history record (DHR) was conducted and no discrepancies were found. Product was released accomplishing all quality requirements. It should also be noted that this device has been in the field for approximately seven (7) years. A 12-month review of the complaint trend analysis was conducted on the specific product code from this complaint file as the product family does not exist for this instrument. No emerging trends were found. The root cause of the micropituitary¿s upper travel arm of the device becoming broken cannot positively be determined. Based on the assessment of the condition and age of the device, one probable root cause for this fault may be attributed to wear and tear. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the down biting tip section of the down angle micropituitary broke off from the instrument. The sales representative was not present in the room and believes that breakage may have occurred during a surgical procedure. Reports that nothing was left in the patient and there was no delay to the procedure.